Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("other injuries/symptoms: hair loss") and migraine ("migraine"). At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, alopecia and migraine outcome was unknown. The reporter considered alopecia, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion dates (B)(6) 2009 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added-perforation: fallopian tubes, perforation uterus, chronic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, bladder/urinary problems: urinary problems, bladder infection, vaginal discharge, vaginal infection, other injuries/symptoms: hair loss and migraine. Patient demographic details, reporter and product information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and perforation ('perforation other ') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), alopecia ("other injuries/symptoms: hair loss"), migraine ("migraine") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and infection ("infection(other)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, alopecia, migraine, vaginal haemorrhage and infection outcome was unknown. The reporter considered alopecia, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion dates- (B)(6) 2009. In pfs it was reported that patient have cervical tear from tenaculum. 3 coils were left showing and the right hand tube ostium appeared stenotic. The essure device was then placed and about 5 to 6 coils left were seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal). Onset date of event alopecia, menorrhagia, migraine, dyspareunia were updated. Reporter information were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus'), perforation ('perforation other') and uterine cervical laceration ('cervical tear from tenaculum at the time of your essure placement procedure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)heavy periods lasted more than 2 weeks"), alopecia ("other injuries/symptoms: hair loss"), migraine ("migraine") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), infection ("infection(other)") and uterine cervical laceration (seriousness criterion medically significant). The patient was treated with required stitches. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, alopecia, migraine, vaginal haemorrhage, infection, headache and uterine cervical laceration outcome was unknown. The reporter considered alopecia, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, uterine cervical laceration, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion dates- (B)(6) 2009. In pfs it was reported that patient have cervical tear from tenaculum. 3 coils were left showing and the right hand tube ostium appeared stenotic. The essure device was then placed and about 5 to 6 coils left were seen. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - (B)(6) 2009: not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-sep-2020: pfs received. Events: headaches, cervical tear from tenaculum added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and perforation ('perforation other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), alopecia ("other injuries/symptoms: hair loss"), migraine ("migraine") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and infection ("infection(other)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, alopecia, migraine, vaginal haemorrhage and infection outcome was unknown. The reporter considered alopecia, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion dates- (B)(6) 2009. In pfs it was reported that patient have cervical tear from tenaculum. 3 coils were left showing and the right hand tube ostium appeared stenotic. The essure device was then placed and about 5 to 6 coils left were seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.